Manufacturer narrative:
One device has returned for evaluation. A breach test was performed and confirmed the presence of a breach in the packaging. The complaint is confirmed. The root cause of the breach was as improper restart sequence after the packaging machine stopped. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.